Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used for a mandible fracture procedure. It was reported that the system was stating "initializing, please wait". The site tried to troubleshoot for 40 minutes before taking the patient to computed tomography (CT). Imagine device was ultimately aborted and a different device was used for the CT. There was no impact on the patient's outcome due to this event. The representative noted that this issue was boot sequence issue. The system was functioning as designed.